Event description:
The customer reported that the system shut down on its own and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A monitor and a fuse was replaced, and the power supply was restored. The system was tested and found to be working as intended and put back into service.